Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01819 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was implanted with a lead that appeared yellow in color. Several of the lead¿s contacts exhibited high impedance; however, the pt continued to receive satisfactory stimulation. On (B)(6) 2010, the pt¿s system was explanted due to an infection at the ipg site. A culture was taken and revealed that the pt had developed a staphylococcus aureus infection. The pt was put on IV antibiotics and sent home with oral antibiotics. The physician plans to re-implant the pt at a later date.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.